Manufacturer narrative:
Returned product analysis confirmed the complaint reported. Visual and microscopic examination of the stent revealed damage to the distal end. The distal stent struts were pulled back distally. This type of damage is consistent with the stent getting caught on some form of resistance. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
This complaint is now reportable based on the analysis completed on 10/25/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24mm taxus liberte drug eluting stent (des) was unable to cross the previously implanted 3.00x32mm taxus liberte des in the 80% stenosed, mildly calcified right coronary artery (rca). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed stent damage.